Event description:
During evar after insertion of main body of graft and deployment of body (before deploying top cap), leak developed at valve with continuous blood leaking out. Attempts were made to seal this with gauze swabs which was only partially effective. As a result, significant amount of blood was lost (almost a litre). Pt outcome and add'l procedural details were not provided by the reporter.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.